Event description:
Received via email (B)(4) maude event report (B)(4): event date: (B)(6) 2010. Report date: (B)(4)2010. Event report type: malfunction; problem: y; reporter occupation: other health care professional; device operator: health professional; product code: tube tracheostomy and tube cuff (joh); event description: volun (B)(4) 2010: outercannula from tracheostomy tube was cracked at the higher part of the cannula-where the inner cannula is locked- pt had her tracheostomy tube done the day before. No user facility report number provided.

Manufacturer narrative:
The history record for the lot number provided will be reviewed. No analysis or conclusion can be made without the device.